Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer requested replacement syringes for a discarded hemoglobin syringe that generated the error message. The replacement of the syringe resolved the customer's issue and no further investigation was required. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.